Manufacturer narrative:
(B)(4). During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hospital, field contact or distributor. The info provided was copied from the user facility medwatch report rec'd by the MFR. Add'l info from the user facility report: brand name: m-l mini vision 2.5 x 15mm, common device name: cardiac stent, manufacturer name: abbott vascular, (B)(4), model #: ref 1007823-15.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that during the procedure, the stent dislodged from the balloon. A smaller size balloon was placed into the stent, and the stent was deployed. Thereafter, the stent was also dilated with a voyager balloon catheter. Reportedly, there were no pt effects. No add'l event or pt info is available. Pt underwent percutaneous coronary intervention on (B)(6) 2007. Coronary stent was advanced to the vessel lesion. The stent was an m-l mini vision 2.5 x 15 mm, ref (B)(4), lot 7011731, rx. The stent disconnected from the balloon (came off the stent balloon). A smaller size balloon (1.5 x 15 mm) was placed onto the stent, and the stent was deployed. Thereafter, the stent was also dilated with a 2.5 x 15 mm voyager balloon. The pt was not harmed.